Event description:
No harm to patient. Rn went to access patient's implanted port with a 20g 3/4" needle. During the process, rn noted the needle looked and felt longer than 3/4" despite the packaging saying 3/4". Rn measured needle to discover it was 1" inside 3/4" packaging.